Event description:
It was reported that the right ventricular (rv) lead was attempted, but exhibited high thresholds, no capture, and high impedance. Three attempts were made to implant, then the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.